Event description:
Customer reported that the one piece unknown healing abutment loosened.

Manufacturer narrative:
One certain® ep® healing abutment was returned for inspection. The collar, threads, and body are noted to be worn, indicating use. The drive feature is worn and contains additional debris. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified documents reviewed: ¿product catalog for restorative technologies¿ instres rev 04/16. Information identified: warnings: mishandling of small components inside the patient¿s mouth carries a risk of aspiration and/or swallowing. Fracture of a restoration may occur when an abutment is loaded beyond its functional capability. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. Complaint indicates healing abutment loosening. The alleged event is non-verifiable with the information provided. A root cause could not be determined for the complaint. The following sections were updated: date of this report. Brand name. Device product code. Catalog number. Date received by manufacturer. PMA/510(k) number. Follow-up number. Follow up type. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿. Labeled for single use; changed from "no information to yes". Evaluation codes. Additional narrative.